Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked/peeled downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a loose charging port. During physical inspection, it was found that the downstream occlusion had peeled. There was no patient involvement, no patient injury was reported.